Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records was conducted. The report indicates that the: DHR review part number: 314.467 synthes lot number: 6657967 release to warehouse date: 11-oct-2011. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that ten instruments were found damaged when going through sets. The parts are all territory field equipment. The wire probe at the end of one depth gauge broke off (had no protection sleeve). The second depth gauge had a ball bearing that slides and it slides too easily; the gauge comes apart in two pieces. The cannulated hexagonal screwdriver has a chip on the end of the cannulated portion where it goes in. The ridges on the end of six stardrive screwdrivers are bent/twisted. The compression sleeve handle is missing the blue cap on the end. There was no patient involvement. This complaint involves five devices. This report is 2 of 5 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the four 314.467 stardrive screwdriver shafts from lots 6657967, 5710569, 6567249, and 7439606 were returned and reported to be bent or twisted; each of the four screwdriver shafts shows sign mild signs of wear and twisting. This complaint condition was likely caused by several years of consistent use; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. This complaint is confirmed. The shaft from lot 6657967 was manufactured in october 2011 and is over four years old. The shaft from lot 5710569 was manufactured in april 2008 and is over six years old. The shaft from lot 6567249 was manufactured in april 2011 and is over five years old. The shaft from lot 7439606 was manufactured in october 2013 and is over two years old. The relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.